Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent to treat a distal aneurysm. A follow up computed tomography angiogram (cta) showed the patient had a potential endoleak from an unknown location. The physician observed contrast outside the aneurysm sac. A secondary is not planned or scheduled. The patient status is currently unknown. There have been no additional adverse events reported for this patient.

Event description:
Additional information received confirming that re-intervention was successfully completed on (B)(6) 2018, and the final angiogram looked well; the physician elected to treat the patient by implanting a bifurcated afx2 and suprarenal afx devices.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. It was confirmed through clinical evaluation that the undetermined endoleak was a type 3b. In addition, clinical also noted a progressive stent cage dilation that was still within acceptable range. A planned secondary endovascular procedure could not be confirmed. Current status of patient is stable. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body (breached) was the use of the strata material and in combination with ballooning against the off-label anatomy (intentional user error). There was progressive stent cage dilation and evidence to support a small type iiib endoleak post initial implant. There was no evidence of a secondary procedure. Final patient disposition could not be ascertained. To date there has been no reports of further negative patient squealae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). In addition, the review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system.